Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station became stuck on the bios login screen after the reboot, preventing users from accessing medication for a patient. The customer indicated that there was a delay in dispensing medications. This station was their main way to get medications, while their other station offered a limited selection. The initial reason for rebooting the station was due to malfunctions affecting half of the keyboard. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1 - initial reporter state - (B)(6). Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the bios' login screen after a reboot. A technical support specialist confirmed that during the call, the user disconnected the station, allowed it to sit for a short period, and then powered it back on. The device successfully booted up and launched the application. To assist the user further, the technical support specialist followed the knowledge article titled ¿how to properly shutdown/reboot when troubleshooting hardware failure for bd pyxis¿ es system and bd pyxis¿ 4000 system¿. The system functioned as intended after the technical support specialist troubleshot the device.